Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated with a programmer, the diagnostic mobile programmer application, or the patient assistant before the three-year expected longevity had elapsed. It was also noted that the patient activator never recorded a symptom episode when attempted, and it was suggested to the caller that the issue was likely that the icm had a depleted battery. The icm remains in use. No patient complications have been reported as a result of this event.